Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the bolus cord was pressed. A gemstar pump and bolus cord were connected to the docking station. At an unspecified time, the pump was programmed in the continous + bolus mode, for epidural delivery of bupivacaine 0.625mg and fentanyl 100mcg in 250ml, at a rate between 12ml/hr and 18ml/hr, an 8ml to 10ml bolus dose, and a 15 min lockout. The pt was in active labor. At 1415, it was reported that after the pt pressed the button on the bolus cord, the pain was not relieved. The anesthesiologist was notified. The pump was reprogrammed to deliver bupivacaine 1.25mg and fentanyl 100mcg that was ordered. After an unspecified length of time, the pt continued to complain of pain after the button on the bolus cord was pressed. The docking station, pump, and bolus cord were removed from clinical service. At 1740, the therapy was resumed using a replacement docking station, pump and bolus cord. At 1815, the pt delivered. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. It was reported that during inspection at the user facility, it was noted that an unspecified number of contact pins were missing from the bolus cord connection port of the docking station. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.